Manufacturer narrative:
Company comment: the serious events of nodule and swelling at implant site and the non-serious events of pruritus, warmth, discolouration and urticaria at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes multiple medical interventions and potential permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was used off-label in temple and pre-auricular area and was intentionally misused with regards to reconstitution and use of cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, three medical complaints are reported for this lot number, including this complaint. A batch record review will be performed to rule out a non-conforming product. CAPA comment:; no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-dec-2023 by a nurse practitioner, which refers to a 55-year-old female patient. Additional information was received on 09-dec-2023, 19-dec-2023 and 20-dec-2023 from the same reporter. No information about medical history or history of allergies has been provided. The patient had previously received treatment with artefill more than 10 years ago and unspecified hormone replacement therapy. She received treatment with juvederm to the temples in (B)(6) 2022 and restylane kysse to the lips in (B)(6) 2023 prior to the treatment with sculptra. The patient also received pfizer covid-19 vaccine (unknown date). On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot 2j4593). The hcp reported that one vial of sculptra was reconstituted with 5 ml of sterile water [water for injection] and 1 ml of 1 percent lidocaine [lidocaine] for deep placement using 27-gauge needle in temples, pyriform aperture, and lateral upper cheek. Another one vial was reconstituted with 5 ml of sterile water, then 4 ml of sterile water added with 1 ml of 1 percent lidocaine injected using 25-gauge cannula in the midplane, subcutaneous layer, jawline, preauricular area, nasolabial fold, and 1ml to the medial and lateral cheek. The sculptra was injected into temples and pre-auricular area (off label use of device) and sculptra was reconstituted with 9 ml of sterile water/injected using 25 guage cannula (intentional device misuse). During last injection on (B)(6) 2023, the patient had firm nodules (implant site nodule) palpated in the left medial cheek, likely to be artefill placed more than a decade ago. The patient also experienced itching (implant site pruritus). On (B)(6) 2023, the patient experienced hives (implant site urticaria). On (B)(6) 2023, the patient reported to hcp about itching, hives, and swelling (implant site swelling). She previously had subdermal sutures in her body with no reactivity and was started on an unspecified oral antihistamine twice a day and 20 mg prednisone [prednisone] daily, followed up in 7 days. The itching and hives resolved, but swelling persisted. The hcp recommended continuing steroids for 3 more days. The swelling resolved but reappeared on (B)(6) 2023. At that time, the patient had bilateral firm nodules larger than half dollars in the medial lower cheeks, which were mildly warm to touch (implant site warmth). The hcp treated patient with 1 mg kenalog [triamcinolone acetonide] mixed with 1.5 ml of saline [sodium chloride], split between both nodules. She was also started on oral doxy [doxycycline] 100 mg twice a day for 30 days and prednisone 20 mg, with 3 tablets on day one, then tapered down. On (B)(6) 2023, the swelling and hard nodules were still present. The hcp consulted with physician who recommended 8 mg dexamethasone [dexamethasone] for 3 days, which resolved the swelling and nodules until (B)(6) 2024. On an unknown date in 2024, the patient returned to the hcp office after extensive international travel. She was treated with 0.25 mg of 5 fu [fluorouracil] blended with 2 mg of kenalog and 1 ml of lidocaine, with 1 ml of this mixture injected into the nodule, and repeated oral dexamethasone and doxy. The reporting hcp discussed the case again with a physician, and the nodules were minimal at that time. The physician recommended considering a biopsy, but the hcp treated with prf the nodules, which did not dissipate completely. On (B)(6) 2024, the hcp reported that the nodules returned to the size of quarters. The hcp treated the patient with 1mg of kenalog mixed with 1.5 ml saline, injected between both nodules. On (B)(6) 2024, the nodules were minimally palpable, and the hcp injected with 1.5 ml of prf [platelet-rich fibrin] into the medial cheek. On (B)(6) 2024, the nodules returned bilaterally. The hcp again treated with 0.25 mg of 5fu mixed with 2 mg kenalog and 1 ml of lidocaine, with 1 ml of this mixture injected into the nodules, which softened. The patient was restarted on oral doxy. On (B)(6) 2024, the nodules were still palpable and visible but the size of a dime. The hcp injected 40mg of steroid im into the glute. The nodules improved but did not completely dissipate. The patient was advised to take dexa with her in case the nodules increased during her international travel in (B)(6) 2024. The hcp again discussed with a physician who recommended considering a jak 2 inhibitor or biopsy if the nodules returned. On (B)(6) 2024, the patent had a nodule on the left side only. The hcp again treated her with 0.25 mg of 5-fu mixed with 2 mg of kenalog and 1 ml of lidocaine, with 8 ml of this mixture injected, and oral antihistamines were restarted. The nodule softened, and she was advised to contact the office if it did not resolve completely. On (B)(6) 2024, the nodules returned bilaterally, larger than half dollars, and were warm, and hardened. The patient was injected on each side with 1 mg of kenalog mixed with lidocaine. The patient also had some hemostaining (implant site discolouration). The area was treated with bbl on a 560 filter and continued with oral antihistamine. The patient agreed to consider a biopsy. As of (B)(6) 2024, the nodules were still present. The hcp reinjected them with 1 mg kenalog and later the bilateral nodules softened. The patient also received 3 grams of im injection of glutathione [glutathione] and 200 mg of lysine [lysine]. Outcome at the time of the report: firm nodules was not recovered/not resolved/ongoing. Swelling was unknown. Itching was recovered/resolved. Hives was recovered/resolved. Warm to touch was unknown. Hemostaining was unknown. Sculptra was injected into temples and pre-auricular area was recovered/resolved. Sculptra was reconstituted with 9 ml of sterile water/injected using 25 guage cannula was recovered/resolved tracking list: v.0 initial. V.1 fu received on 28-sep-2024 and 30-sep-2024 from the same reporter: case was upgraded to serious. Events (intentional device misuse, off label use of device, implant site swelling, warmth, discolouration) were added. Patient demographics, past treatments, concomitant medications, suspect device volume, needle type, location, lot number, event onset date, severity, outcome, and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 06-dec-2023 by a nurse practitioner, which refers to a 55-year-old female patient. Additional information was received on 09-dec-2023, 19-dec-2023 and 20-dec-2023 from the same reporter. No information about medical history or history of allergies has been provided. The patient had previously received one treatment with artefill more than 15 years ago to an unknown location and unspecified hormone replacement therapy. She received treatment with juvederm to the temples in (B)(6)2022 and restylane kysse to the lips in (B)(6)2023 prior to the treatment with sculptra. The patient also received pfizer covid-19 vaccine (date unknown). On (B)(6)2023, the patient received treatment with 2 vials of sculptra (lot 2j4593). The hcp reported that one vial of sculptra was reconstituted with 5 ml of sterile water [water for injection] and 1 ml of 1 percent lidocaine [lidocaine] for deep placement using 27-gauge needle in temples, pyriform aperture, and lateral upper cheek. Another one vial was reconstituted with 5 ml of sterile water, then 4 ml of sterile water added with 1 ml of 1 percent lidocaine injected using a 25-gauge cannula in the midplane, subcutaneous layer, jawline, preauricular area, nasolabial fold, and 1ml to the medial and lateral cheek. The sculptra was injected into temples and pre-auricular area (off label use of device) and sculptra was reconstituted with 9 ml of sterile water/injected using 25 guage cannula (intentional device misuse). During last injection on (B)(6)2023, the patient had firm nodules (implant site nodule) palpated in the left medial cheek, 3 cm away from the sculptra site, likely to be artefill placed more than a decade ago. The patient also experienced itching (implant site pruritus). On (B)(6)2023, the patient experienced hives (implant site urticaria). On (B)(6)2023, the patient reported to hcp about itching, hives, and swelling (implant site swelling). She previously had subdermal sutures in her body with no reactivity and was started on an unspecified oral antihistamine twice a day and 20 mg prednisone [prednisone] daily, followed up in 7 days. The itching and hives resolved, but swelling persisted. The hcp recommended continuing steroids for 3 more days. The swelling resolved but reappeared on (B)(6)2023. At that time, the patient had bilateral firm nodules larger than half dollars in the medial lower cheeks, which were mildly warm to touch (implant site warmth). The hcp treated patient with 1 mg kenalog [triamcinolone acetonide] mixed with 1.5 ml of saline [sodium chloride], split between both nodules. She was also started on oral doxy [doxycycline] 100 mg twice a day for 30 days and prednisone 20 mg, with 3 tablets on day one, then tapered down. On (B)(6)2023, the swelling and hard nodules were still present. The hcp consulted with physician who recommended 8 mg dexamethasone [dexamethasone] for 3 days, which resolved the swelling and nodules until (B)(6)2024. On an unknown date in 2024, the patient returned to the hcp office after extensive international travel. She was treated with 0.25 mg of 5 fu [fluorouracil] blended with 2 mg of kenalog and 1 ml of lidocaine, with 1 ml of this mixture injected into the nodule, and repeated oral dexamethasone and doxy. The reporting hcp discussed the case again with a physician, and the nodules were minimal at that time. The physician recommended considering a biopsy, but the hcp treated with prf the nodules, which did not dissipate completely. On (B)(6)2024, the hcp reported that the nodules returned to the size of quarters. The hcp treated the patient with 1mg of kenalog mixed with 1.5 ml saline, injected between both nodules. On (B)(6)2024, the nodules were minimally palpable, and the hcp injected with 1.5 ml of prf [platelet-rich fibrin] into the medial cheek. On (B)(6)2024, the nodules returned bilaterally. The hcp again treated with 0.25 mg of 5fu mixed with 2 mg kenalog and 1 ml of lidocaine, with 1 ml of this mixture injected into the nodules, which softened. The patient was restarted on oral doxycycline. On (B)(6)2024, the nodules were still palpable and visible but the size of a dime. The hcp injected 40mg of steroid im into the glute. The nodules improved but did not completely dissipate. The patient was advised to take dexa with her in case the nodules increased during her international travel in (B)(6) 2024. The hcp again discussed with a physician who recommended considering a jak 2 inhibitor or biopsy if the nodules returned. On (B)(6)2024, the patent had a nodule on the left side only. The hcp again treated her with 0.25 mg of 5-fu mixed with 2 mg of kenalog and 1 ml of lidocaine, with 8 ml of this mixture injected, and oral antihistamines were restarted. The nodule softened, and she was advised to contact the office if it did not resolve completely. On (B)(6)2024, the nodules returned bilaterally, larger than half dollars, and were warm, and hardened. The patient was injected on each side with 1 mg of kenalog mixed with lidocaine. The patient also had some hemostaining (implant site discolouration). The area was treated with bbl on a 560 filter and continued with oral antihistamine. The patient agreed to consider a biopsy. As of (B)(6)2024, the nodules were still present. The hcp reinjected them with 1 mg kenalog and later the bilateral nodules softened. The patient also received 3 grams of im injection of glutathione [glutathione] and 200 mg of lysine [lysine]. On (B)(6)2024, the patient was seen by physician who performed biopsy and culture on left and right side. The biopsy triggered an inflammatory response (implant site inflammation) and was treated with 60 mg prednisone for 1 day, later 40 mg and then 20 mg combined with lasix [furosemide sodium] 20 mg orally route twice a day. On (B)(6)2024, the reporter informed that residual swelling was still present and they were waiting for biopsy and culture results. The hcp reported that it was hard to give a clear assessment regarding the recurrence of the nodules because sometimes the nodules would coalesce and be indistinguishable from each other on palpation, but the nodules on the left and right lower cheek have never fully resolved since forming. As of (B)(6)2024, the reporting hcp informed that hemostaining had mostly resolved post-laser treatment. The area was still swollen and only warm to the touch when the swelling increased. The duration between the swelling intensifying has been reducing over the last few months. Outcome at the time of the report: firm nodules was not recovered/not resolved/ongoing. Swelling was recovering/resolving. Itching was recovered/resolved. Hives was recovered/resolved. Warm to touch was recovering/resolving. Hemostaining was recovering/resolving. Inflammatory response was unknown. Sculptra was injected into temples and pre-auricular area was recovered/resolved. Sculptra was reconstituted with 9 ml of sterile water/injected using 25 guage cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6)2024 from the same reporter: case was upgraded to serious. Events (intentional device misuse, off label use of device, implant site swelling, warmth, discolouration) were added. Patient demographics, past treatments, concomitant medications, suspect device volume, needle type, location, lot number, event onset date, severity, outcome, and corrective treatment details were updated. V.2 fu received on (B)(6)2024 from the same reporter: event (implant site inflammation) added. Outcome and corrective treatment details were updated. On (B)(6)2024, batch record review results were received.

Manufacturer narrative:
Company comment: the serious events of nodule and swelling at implant site and the non-serious events of pruritus, warmth, discolouration, inflammation and urticaria at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes multiple medical interventions and potential permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was used off-label in temple and pre-auricular area and was intentionally misused with regards to reconstitution and use of cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, three medical complaints are reported for this lot number, including this complaint. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.